Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. System operates as intended.

Event description:
Customer reported, the system was not working at all. No patient injury was reported.